Event description:
A report was received that the patient was experiencing inadequate pain relief and the stimulation would intermittently get strong and shut off. It was noted that the patient had seven out of eight contacts with high impedances. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient had high impedances due to a possible scar tissue buildup around the lead. The patient underwent a lead replacement procedure. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate pain relief and the stimulation would intermittently get strong and shut off. It was noted that the patient had seven out of eight contacts with high impedances. The patient will undergo a revision procedure.